Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use the 2.5 x 28 mm xience xpedition stent delivery system (sds) met resistance when removing the protective sheath the stent dislodged in the sheath. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove or stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.